Event description:
It was reported that the pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The pump began charging after remaining plugged into the power source.